Event description:
A medtronic dbs representative reported that, while in a cranial procedure, when the navigation system powered on, the monitor flashed searching for input, then went into power saving mode. It was noted that the drive does not open when the button is pushed and nothing lights up on the keyboard in response to the number or caps lock. In trouble-shooting, the medtronic representative was instructed to remove the right side panel to confirm the computer power cable was fully seated. After re-seating the computer power cable, the fan powered on for a second then shut off. This behavior was replicated. The surgeon opted not to continue and canceled the procedure.

Manufacturer narrative:
Patient demographics now provided. Contrary to what was initially reported, the surgery was not cancelled and there was no delay to the procedure. The surgeon proceeded with the surgery utilizing a competitor's navigation system. No parts have been replaced or returned. This is an older system and the site does not wish to upgrade at this time.

Manufacturer narrative:
Patient information was not made available from the site. No further issues have been reported.